Event description:
The facility reported an infusion pump that "drips too much", more than it is set for. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of any patient ncident involving the pump since the last baxter service event and no patient injury had been reported. No additional information or contact was available.